Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under all of the button contacts and the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn over the ok button and near the contrast button. All of the keypad buttons responded appropriately. The keypad was removed and there was evidence of contamination observed under all of the key contacts. Evaluation also revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).